Manufacturer narrative:
The cartridge was not returned to the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records reviews: since the lot number for the cartridge is unknown the manufacturing record evaluation could not be performed. Labeling review: the directions for use, (dfu) instructions were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridge. As a result of the investigation there is no indication of a product quality deficiency and the reported complaint was not confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the bottom of the cartridge split when loading an intraocular lens (iol). No patient contact reported.